Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the ambulance was called. The customer reported that they went into coma. The customer's blood glucose was over 1000 mg/dl at the time of incident. The customer's blood glucose was 392 mg/dl at the time of call. The customer stated that they had high blood glucose of 973 mg/dl. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they were wearing the insulin pump at the time of ambulance call and hospitalization. The customer stated that they were given fluids and insulin drip. The customer performed troubleshooting and did not found air bubbles, insulin issues and site issues, and setting issues. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.